Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) device experienced twiddler's syndrome. This ICD device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental correction report is being filed to correct event problem code.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) device experienced twiddler's syndrome. This ICD device was explanted. No additional adverse patient effects were reported.